Event description:
Order received to discontinue foley catheter. Unable to deflate foley balloon. Approximately 8 cc of fluid was removed from the balloon, but nurse was unable to aspirate the remaining 2 cc because the catheter collapsed on itself making fluid aspiration impossible. Foley was eventually removed by physician, patient complains of increased pain secondary to catheter manipulation and removal.